Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The device was received with intermittent esc button due to corroded keypad traces. The device was received with cracked battery tube threads, reservoir tube lip, and minor scratched lcd window.

Event description:
Customer's mother reported that the escape button on the insulin pump was no longer responding. Customer's mother stated that this began several days prior to the call. Customer's mother stated that the insulin pump had recently been exposed to heat. Customer's mother stated that the customer's blood glucose level before the call was low, but did not know the exact value. No further information was provided.